Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "no image" is displayed due to faulty compound media board. However, the root cause of the phenomenon could not be identified. Additionally, the phenomenon " a couple minutes delay" likely occurred due to the device malfunction. However, the root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had a bad serial digital interface port with software issues resulting in a blank screen. The issue was found during preparation for use in a diagnostic laryngoscopy procedure. The procedure was delayed a couple minutes due to the issue and completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bad serial digital interface port 1 was confirmed due to the faulty main board, a worn-out video connector latch caused poor connection with the pigtails, and the software was slightly out of date on version 3.01. It was recommended to update to version 3.10. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.